Event description:
Now has brain damage; medtronic lvad had clots starting in 2020 and (B)(6) 2021 they did a heart transplant. Then (B)(6) 2021 wanted to put my brother in a home and call in hospice. I brought him home on (B)(6) 2021 and he has had ot and pt but his mind is not good. He had another stroke sometime (I was not told) read in his records. He was implanted with a problem heart because of how bad off he was. I need info on getting him help. Or what is medtronic planning to do to help the people they have hurt. There are way too many test to list. He was in the hospital from (B)(6) 2021 till transplant on (B)(6) 2021 and stayed in the hospital till (B)(6) 2021. FDA safety report ID# (B)(4).